Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient removed the omnipod 5 (op5) controller from the charging cable in the morning of the reported event, after charging for about 8 hours. The patient noticed the op5 flexible case accessory was swollen. The patient never witnessed or felt the controller ever become warm while charging. The controller had not charged completely. Over the past few days, the controller was said to be functioning slowly and the charge was not reaching full capacity. The patient's parent reported that typically the controller is kept in her son's pocket. The patient had spent time outside in temperatures of up to about 118f. The parent said the controller has been routinely charged at night and not in the car or other locations. Charging has been performed with the insulet supplied cable and charger only. The parent shared it is unlikely the controller had ever been dropped or exposed to water. The patient's mother explained he has experienced blood glucose values over 250 mg/dl. The patient has received a replacement controller and will be returning the damaged equipment in the supplied return kit.